Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.10. The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming phaco controller printed circuit board (pcb) was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming phaco controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification printed circuit board (pcb) was received for evaluation. A visual assessment revealed no obvious nonconformities. The sample was inserted into a calibrated vision system and turned on. The capacitors did not pass testing. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery in a ophthalmic operating console, anterior vitrectomy module failed and not able to perform the cutting. No system messages were displayed. Procedure details and patient impact have not been provided. Additional information has been requested.